Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(6), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(6), implanted: (B)(6) 2011, product type lead; product ID 37651, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The manufacturer representative and healthcare provider reported that the patient was having problems with their implantable neurostimulator (ins). The device was showing an end of service (eos) message. The ins was not working well. They cranked it up and the stimulation seemed very weak. They had increased pain that went from their back to the front of their groin. This pain then traveled up their spine and caused a headache. They also had nausea. They went to the emergency room on (B)(6) 2015 and got treatment for their headache. The patient needed to use a walker to walk. The patient thought the headache was due to their spinal cord stimulator (scs) not working. The scs was implanted for control of low back and lower extremity pain. The device was interrogated by a manufacturer representative and no eos message was seen. A manufacturer representative evaluated the device and the device was functioning appropriately. With interrogation it was found that the patient was rarely using their stimulator. They adjusted the stimulation and provided patient education on the stimulation. The patient had good pain control up to 80% after the reprogramming. Five days later on (B)(6) 2015 at a doctor¿s appointment the patient was having low back pain described as shooting and throbbing. They also had joint pain and moderate tenderness to palpation in the low lumbar paravertebral area mostly of myofascial origin. There was a problem with their stimulator leads. On (B)(6) 2015, they got a bad jolt that went to their chest. The patient had their stimulator turned off at the time of the appointment. The stimulator was causing jolts and severe chest pain. Imaging was done and no lead breaks or interruptions were seen. The patient was reprogrammed.